Manufacturer narrative:
Method: complaint history review; risk assessment; results: no lot # was provided, so a manufacturing record review could not be performed. The stryker rep reported that 12nm was achieved during final tightening, the patient did not fall and patient health, lifestyle and bone quality was unknown. Conclusion: a plausible root cause could not be conclusively determined, as the product remains implanted.

Event description:
It was reported that a primary surgery for l3 burst fracture (l3/4 plif and l1-5 pif) was performed on (B)(6) 2015. One week after surgery, the l1 blocker backout was found. The observation is being carried out. A revision surgery is not planned.

Event description:
It was reported that a primary surgery for l3 burst fracture (l3/4 plif and l1-5 pif) was performed on (B)(6) 2015. One week after surgery, the l1 blocker backout was found. The observation is being carried out. A revision surgery is not planned.